Manufacturer narrative:
The sample device is indicated as available for return. Customer has notified argon that sample cannot be returned until sometime later in february. A follow-up report with additional information will be provided by 3/6/2020.

Event description:
After placement of a drainage catheter, and took a picture under fluoroscopy to checked the placement of the tube, and found the distal coil of the 0.018¿ guidewire was stripped off the core in the vivo. Hence the doctor need to do another procedure to took the coil out.

Manufacturer narrative:
The sample device was returned for evaluation on 2/25/2020 and sent out for sterilization. An examination of the device will be performed once it has been returned from sterilization. A follow-up report will be provided by 3/27/2020.